Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous right posterior tibial artery. The physician inflated the 4mm x 20mm x 143cm sterling es balloon catheter twice to 12 atms, however, when the sterling es balloon was inflated once to 14 atms, the sterling es balloon ruptured due to the calcification of the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is good.